Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg (B)(6) 2019. The ipg was unable to communicate with the external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may take place at a later date.